Event description:
Our customer has reported via sales representative that the stem disassembled from the baseplate.

Manufacturer narrative:
Investigation in progress. No additional information available at this time.